Manufacturer narrative:
Lens was returned in the lens case, positioned incorrectly. Viscoelastic was observed on both sides of the lens. The lens had been cut in half and the pieces were adhered by the viscoelastic. The lens was cleaned with klrp. One haptic had been pulled from the optic, not returned. It cannot be determined if this haptic was also broken. The optic was cracked in both haptic insertion areas. Cracks and scratches were observed on both sides of the optic. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The lens was returned in pieces. One haptic had been pulled from the optic, not returned. It cannot be determined if this haptic was also broken. The pulled out haptic may have been interpreted as "broken". The optic was also cracked in both haptic insertion areas. The root cause for the observed damage is most likely related to customer handling. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, it can be reasonably concluded that the damage was not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The IFU (instructions for use) instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, when the surgeon tried advancing the lens into the eye, the front haptic broke in two. Lens was partially inserted and removed. The procedure completed the same day. There was no patient harm. Additional information was requested.